Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00269: driver, 3025141-2019-00270: plate, 3025141-2019-00272: screw 2, 3025141-2019-00273: screw 3, 3025141-2019-00274: screw 4, 3025141-2019-00275: screw 5, 3025141-2019-00276: screw 6.

Event description:
While implanting a aculoc 2 vdr plate, the surgeon was tightening a screw. The driver tip broke off in the head of the screw and remains implanted.